Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and rewind test and displacement test. No unexpected low battery alarm anomalies noted. No unexpected rewind anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was slow during rewind. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that they are changing batteries more frequently and pump rejected new batteries. The insulin pump will not be returned for analysis.